Manufacturer narrative:
It was reported event of the remaining longevity estimation not presenting in session post bvvi recovery was confirmed. The information provided was reviewed by abbott engineering and the cause for the remaining longevity estimation that was not presented was due to consumption data resulting in tech service¿s assistance to determine the remaining longevity estimation. The data was not fully restored after device reset; therefore the programmer is unable to calculate the longevity. The device was performing per design.

Event description:
During an in-clinic follow-up, a diagnostic anomaly occurred on the device. Because of this diagnostic anomaly, the battery longevity was unable to be estimated. No intervention was performed at this time. The patient was stable and will continue to be monitored.